Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. B30423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced headache ("headaches"). In 2017, the patient experienced depression ("depression") and pollakiuria ("had to urinate constantly"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / extremely heavy menstrual cycle"), metrorrhagia ("metrorrhagia ( bleeding b/w periods)"), rash ("rash/ skin condition"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), dental caries ("tooth decay"), muscular weakness ("muscle weakness"), asthenia ("low energy"), peripheral swelling ("swelling of hands and feet"), abdominal distension ("severe bloating"), alopecia ("hair loss"), mood swings ("mood swings"), pain ("general pain and suffering / all over body pain"), anxiety ("mental anguish/ anxiety/ psychological harm"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), hot flush ("hot flashes"), nervous system disorder ("neuro condt/prob"), physical disability ("bodily impairment"), condition aggravated ("degradation"), deformity ("disfigurement"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision got worse"), migraine ("migraine"), nervousness ("nervousness"), vaginal haemorrhage ("vaginal hemorrhage") and dysuria ("urinate-always felt uncomfortable") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, fatigue, headache, dental caries, muscular weakness, asthenia, peripheral swelling, abdominal distension, alopecia, mood swings, pain, anxiety, anhedonia, emotional distress, gastrointestinal disorder, nausea, hot flush, weight increased, nervous system disorder, physical disability, condition aggravated, deformity, female sexual dysfunction, depression, dyspareunia, visual impairment and pollakiuria had resolved and the rash, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, migraine, nervousness, vaginal haemorrhage and dysuria outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anhedonia, anxiety, asthenia, back pain, bladder disorder, condition aggravated, cystitis, deformity, dental caries, depression, dysmenorrhoea, dyspareunia, dysuria, emotional distress, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hot flush, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, muscular weakness, nausea, nervous system disorder, nervousness, pain, pelvic pain, peripheral swelling, physical disability, pollakiuria, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she also has complaints of general damages and special damages. 3 trailing coils at both side. Essure insertion date provided in pfs : (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received : events- "hot flashes, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), depression, dyspareunia (painful sexual intercourse), vaginal discharge, vision got worse, had to urinate constantly, migraine", reporter, lot number, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. B30423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced headache ("headaches"). In 2017, the patient experienced depression ("depression") and pollakiuria ("had to urinate constantly"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / extremely heavy menstrual cycle"), metrorrhagia ("metrorrhagia ( bleeding b/w periods)"), rash ("rash/ skin condition"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), dental caries ("tooth decay"), muscular weakness ("muscle weakness"), asthenia ("low energy"), peripheral swelling ("swelling of hands and feet"), abdominal distension ("severe bloating"), alopecia ("hair loss"), mood swings ("mood swings"), pain ("general pain and suffering / all over body pain"), anxiety ("mental anguish/ anxiety/ psychological harm"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), hot flush ("hot flashes"), nervous system disorder ("neuro condt/prob"), physical disability ("bodily impairment"), condition aggravated ("degradation"), deformity ("disfigurement"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision got worse"), migraine ("migraine"), nervousness ("nervousness"), vaginal haemorrhage ("vaginal hemorrhage") and dysuria ("urinate-always felt uncomfortable") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, fatigue, headache, dental caries, muscular weakness, asthenia, peripheral swelling, abdominal distension, alopecia, mood swings, pain, anxiety, anhedonia, emotional distress, gastrointestinal disorder, nausea, hot flush, weight increased, nervous system disorder, physical disability, condition aggravated, deformity, female sexual dysfunction, depression, dyspareunia, visual impairment and pollakiuria had resolved and the rash, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, migraine, nervousness, vaginal haemorrhage and dysuria outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anhedonia, anxiety, asthenia, back pain, bladder disorder, condition aggravated, cystitis, deformity, dental caries, depression, dysmenorrhoea, dyspareunia, dysuria, emotional distress, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hot flush, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, muscular weakness, nausea, nervous system disorder, nervousness, pain, pelvic pain, peripheral swelling, physical disability, pollakiuria, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she also has complaints of general damages and special damages. 3 trailing coils at both side. Essure insertion date provided in pfs : (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia ( bleeding b/w periods)"), rash ("rash/ skin condition"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches"), dental caries ("tooth decay"), muscular weakness ("muscle weakness"), asthenia ("low energy"), peripheral swelling ("swelling of hands and feet"), abdominal distension ("severe bloating"), alopecia ("hair loss"), mood swings ("mood swings"), pain ("general pain and suffering"), anxiety ("mental anguish/ anxiety/ psychological harm"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), nervous system disorder ("neuro condt/prob"), physical disability ("bodily impairment"), condition aggravated ("degradation") and deformity ("disfigurement") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, fatigue, headache, dental caries, muscular weakness, asthenia, peripheral swelling, abdominal distension, alopecia, mood swings, pain, anxiety, anhedonia, emotional distress, gastrointestinal disorder, nausea, hormone level abnormal, weight increased, nervous system disorder, physical disability, condition aggravated and deformity had resolved and the rash, hypersensitivity, bladder disorder, urinary tract disorder, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anhedonia, anxiety, asthenia, back pain, bladder disorder, condition aggravated, cystitis, deformity, dental caries, dysmenorrhoea, emotional distress, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, mood swings, muscular weakness, nausea, nervous system disorder, pain, pelvic pain, peripheral swelling, physical disability, rash, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: she also has complaints of general damages and special damages. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia ( bleeding b/w periods)"), rash ("rash / skin condition"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches"), dental caries ("tooth decay"), muscular weakness ("muscle weakness"), asthenia ("low energy"), peripheral swelling ("swelling of hands and feet"), abdominal distension ("severe bloating"), alopecia ("hair loss"), mood swings ("mood swings"), pain ("general pain and suffering"), anxiety ("mental anguish / anxiety / psychological harm"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), nervous system disorder ("neuro condt / prob"), physical disability ("bodily impairment"), general physical health deterioration ("degradation") and deformity ("disfigurement") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, fatigue, headache, dental caries, muscular weakness, asthenia, peripheral swelling, abdominal distension, alopecia, mood swings, pain, anxiety, anhedonia, emotional distress, gastrointestinal disorder, nausea, hormone level abnormal, weight increased, nervous system disorder, physical disability, general physical health deterioration and deformity had resolved and the rash, hypersensitivity, bladder disorder, urinary tract disorder, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anhedonia, anxiety, asthenia, back pain, bladder disorder, cystitis, deformity, dental caries, dysmenorrhoea, emotional distress, fatigue, gastrointestinal disorder, general physical health deterioration, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, mood swings, muscular weakness, nausea, nervous system disorder, pain, pelvic pain, peripheral swelling, physical disability, rash, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: she also has complaints of general damages and special damages. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.